Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having severe ongoing dry cough , coughing up blood. The patient alleged having granulation tissue in lungs, found on bronchoscopy. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed below findings: exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a unspecified illness. The patient did report receiving medical intervention and was hospitalized, in the ICU for over a month. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.